Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that "manual ventilation" message was displayed. Mechanical ventilation could not be used. There was no report of patient injury.